Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.